Event description:
Boston scientific received information that out of range impedance measurements of less than 200 ohms and oversensing with inhibition were observed with this device. Patient is noted being pacemaker dependent, however, no asystole occured as the inhibition was for 1.5 seconds. There were no adverse patient effects were reported. The local field representative discussed with boston scientific technical services there may be insulation damage to the lead, but at this time is not confirmed. A request for additional information was sent. This report will be updated should further information become available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.